Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is most likely due to use error as stated by the surgeon. The specific instrument(s) involved with the event, is unknown. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. Two da vinci-assisted surgical procedure were performed at the site on b)(6) 2019 using system (B)(4). It is unclear which of the two surgical procedure is associated with the reported event. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: a tissue damage was sustained during a da vinci assisted hysterectomy procedure. Although the event was attributed to user error, the user error caused or contributed to tissue damage or injury which may have required medical or surgical intervention to preclude permanent impairment or injury. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that after undergoing a da vinci-assisted hysterectomy procedure, dissection of the vaginal stump was performed, and tissue was damaged. On (B)(6) 2020, intuitive surgical, inc. (Isi) followed up with the customer and obtained the following information: it was reported that the stump of the vagina was injured during the procedure. The cause of the injury was attributed to the surgeon¿s misjudgment. The surgeon confirmed that another stitch should have been placed. It is unknown what medical intervention was required to repair the vaginal stump. Additionally, the surgeon stated that the event did not occur as a result of the da vinci surgical system malfunction. The surgery was completed as planned and the patient has progressed well without any problems.